Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 16083966 / 16083966. Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, serial: n/a, batch: 16533641.

Event description:
It was reported that the patient was not getting adequate stimulation. The patient underwent an explant procedure wherein the ipg, leads and clik anchor were removed. The explanted devices were not returned.